Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. This ICD system underwent a magnetic resonance imaging (MRI) scan. After the scan was completed, MRI protection mode was exited successfully and lead measurements were confirmed to be within normal limits. This ICD system remains in service. No adverse patient effects were reported.